Manufacturer narrative:
Technical services discussed a two second pause could be expected, and suggested the troubleshooting options of moving the programmer closer, pressing cancel, diverting therapy, or turning off the programmer. No adverse patient effects occurred in the clinic. The field representative did not have any specific patient or device model/serial number but noted this had occurred more than once in this clinic.

Event description:
Boston scientific received information that a clinic had radio frequency (rf) telemetry interference with devices in the (B)(4), which resulted in a pause after then end of the threshold test.